Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device has a damaged dso. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint of delaminating downstream occlusion (dso) seal. No prior service history and no reoccurring alarms. Visual/functional testing was performed. The complaint was confirmed. Replaced dso seal. The device passed all test criteria post repair.